Event description:
It has been reported that the device was unable to analyze the patient's rhythm during deployment.

Manufacturer narrative:
(B)(4). Product evaluation pending return of the device for investigation.